Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insertion tube of the bronchovideoscope was wiped with a sponge that was used on another scope, then suctioned detergent for 4 seconds. During visit to facility, the endoscopic support specialist observed this issue during reprocessing of the subject device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h4, h6 and h11. The device was not returned to olympus for inspection. Reported issue was observed during onsite visit by an endoscopic support specialist (ess). During evaluation it was not demonstrated a proper care/handling of subject device during removal and transport to procedure room and the customer wiped the insertion tube of the scope with a sponge that was used on another scope then suctioned detergent for four seconds. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. A root cause of reported issue could not be determined. The event can be prevented by following the instructions for use which state: bf-h190 operation manual: "when carrying the endoscope by hand, loop the universal cord, hold the endoscope connector with the control section in one hand and hold the distal end of the insertion tube securely, but gently without squeezing, in the other hand" additionally, per bf-h190 reprocessing manual "wipe all external surfaces of the endoscope and the suction cleaning adapter to remove debris while it is immersed in the detergent solution, using clean lint-free cloths, brushes, or sponges." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.